Event description:
It was reported that during a plastic flap case a 2.0mm microvascular anastomotic coupler model gem2752 did not function as expected. The surgical team reported that the product misfired. Three attempts were made with three different gem2752 couplers and all three reportedly misfired. Follow-up attempts for additional information have been unsuccessful. It is not know what method of venous anastomosis was performed. Additional ischemia time related to the coupler device was not reported. There was no patient injury or adverse outcome reported. All three product problems are reported in MFR. Report#s: 2183620-2014-00008, 2183620-2014-00009, 2183620-2014-00010.

Manufacturer narrative:
According to the device history record, the device met specification prior to market release. 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force test results were within specification. The released product met specification. The three used jaw assemblies were returned for analysis. There was no evidence of a defect on the used product. None of the used coupler rings were returned. Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury.